Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer was not being able to attach infusion set tubing to cartridge. Blood glucose level was 426 mg/dl. Reportedly, a new infusion set was loaded to address the issue.